Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Warfarin was held until her levels returned to under 3.0 inr. No adverse event reported. Requested return of suspect system and replacement was sent.